Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turns off. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis:analysis was unable to confirm the epg was turning off. Analysis noted that the epg failed incoming tests for high resistance on the atrial heart wire. The epg was returned to without repair at the customer's request. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.